Event description:
It was reported that during the procedure, the light trail fiber was broken. The procedure was completed with another of the same fiber and no patient complications reported. This event is for the first fiber.